Event description:
The user stated they received erroneous results after quarterly maintenance was performed on the analyzer. Erroneous results were generated for multiple pt samples, specific number of samples impacted is unk, however the customer indicated at least 80-100 samples may have been involved. Refer to pages 3, 4, and 5 attached to this medwatch for specific pt data that was provided for this event. This user stated no calibrations or qc were performed prior to testing pt samples. The samples were retested on another analyzer on (B)(6)2009. All the erroneous results had been reported. No pts were adversely affected.

Manufacturer narrative:
The field service representative determined the cause to be a faulty sample probe. He checked the ultra sonic mixers, syringe assemblies for the sample and reagents and the rinse assembly. He replaced the sample probe and ran qc and pt samples with all results within specifications.